Event description:
While starting an IV, a blood return was observed indicating proper placement. The needle that must be withdrawn would not budge without added strength. The needle was able to be withdrawn. When flushing the IV with ns, the ns squirted out the side of the catheter, near the hub, making the IV unusable.